Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The current black box showed evidence of pump reboots following by a cs 144 "replace cartridge" alarm. A battery change did occur during the pump reboot. The pump intermittently powered on with the returned battery cap. The battery cap threads were found to be damaged. A test battery cap was used for all testing. A test battery cap was unable to fully tighten. The battery compartment was found to be cracked. A 24 hr basal program was dun with a test battery cap. There was no reboot, loss of power or call service alarm duplicated. A leak test showed a battery compartment leak. The pump case was removed and there was evidence of additional moisture inside the pump on the battery canister. "Intermittent power' event due to a battery cap/compartment damage and battery compartment moisture contamination. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.